Event description:
The dental assistant said "the gates were snapping while using in the pt's mouth." It was reported that the gates were brand new out of the package. The device was retrieved and conventional treatment was given to complete the procedure. There was no report of pt injury.